Manufacturer narrative:
It was reported that the patient underwent a MRI scan on and it is unknown if the device was placed into MRI mode. Ts attempted to guide the sales rep through establishing a connection between the ipg and the pc but was unsuccessful. The patient reported they have not had their pc ts requested the clinician programmer logs to verify whether or not service app mode, a safety feature, was enabled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight), but no information was received.

Event description:
It was reported that the ipg had become inoperable and unable to communicate with external devices after patient underwent an MRI scan. It is unknown whether the device was placed into MRI mode. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may take place in the future to address this issue.